Manufacturer narrative:
H3) the collimator was returned for analysis. Functional testing determined that the collimator was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was found that there was a bad imagers folder after re-installing the 4.1.0. Tried backing up the old imagers folder and it did not work. A new collimator fixed the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that there was an error and after calibrating the collimator per the asm, the collimator still would not initialize. The manufacturer representative tried again but was unable to. This was after the 4.1.0 software upgrade and the manufacturer representative flashed firmware to his rotor motion controller. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was going into standalone mode. The manufacturing representative adjusted the collimator and performed source to detector alignment. The imaging system then passed the system checkout and was found to be fully functional. The collimator was not returned to the manufacturer for analysis. Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000168. If information is provided in the future, a supplemental report will be issued.